Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of pump found no anomaly. Analysis of catheter (s/n (B)(4)) found catheter sutureless connector had malformed seal. Analysis of catheter (s/n (B)(4)) found catheter body had a kink. (B)(4).

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8781, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported that the increased pain with personal therapy manager activations was still unresolved at the time of the study's closure.

Event description:
It was reported that the patient had reported "pain a pump pocket seroma" associated with pain at the pocket site and a headache on 2015 (B)(6). The patient had presented to the emergency department (ed) and was instructed to follow-up in the clinic for evaluation. Actions included unscheduled clinic or office visit as well as an emergency room visit. On 2015 (B)(6), actions taken included "medical or nonsurgical therapy, aspirated seroma." Aspirated fluid sent to lab for analysis. Laboratory testing was abnormal, it showed "coagulase negative staphylococcus-scant growth." It was also reported that examination revealed cellulitis at the area over the pump laterally and distally. On 2015-(B)(6), medications administered included bactrim ds twice daily and clindamycin 600mg twice daily. On 2015 (B)(6) it was also reported that the patient had increased pain with personal therapy manager (ptm) activations; action included unscheduled clinic or office visit. The severity was reported as mild for the pump pocket seroma, cellulitis and pain with ptm activations. It was later reported that the patient reported withdrawal symptoms including insomnia, muscle spasms, increased heart rate on 2015 (B)(6). On 2015 (B)(6), the patient reported shortness of breath, "floppy legs," lower back pain and headaches. Ac tions included unscheduled clinic or office visit. On 2015 (B)(6), the patient was instructed to use the ptm, along with oxycodone, tizanidine and baclofen they were already prescribed. On 2015 (B)(6), examination revealed, the incision site "looked good" and was without redness or swelling. On 2015 (B)(6), the patient reported there was a loss of therapeutic relief with ptm activation on 2015 (B)(6). Actions included unscheduled clinic and office visit. On 2015 (B)(6), a catheter access port (cap) contrast study was done with normal results. It was initially reported that the event regarding the seroma and cellulitis had resolved without sequelae on 2015 (B)(6). On 2015 (B)(6), the patient contacted the clinic reporting swelling at the pump site, headache, redness at the pump site and insomnia. The patient was instructed to present to the emergency department (ed). Labs revealed meningitis. The severity was reported as moderate. The system was explanted (not replaced) on 2015 (B)(6). Actions included in-patient hospitalization and emergency room visit. The event was considered ongoing as of 2015 (B)(6). The system was explanted prior to event resolution of ptm therapy issue. It was unresolved with no further actions planned as of 2015 (B)(6). The pump system was delivering morphine, bupivacaine, clonidine and baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Event description:
Additional information was received from a physician via ispr (implantable systems performance registry). The outcome was unresolved due to the patient exiting the study because all the enrolled manufacturer¿s products were inactive. The patient exit date from the study was indicated as (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8835 serial# (B)(4), product type: programmer, patient.